Event description:
The patient came in reporting pain. The surgeon decided to revise the patient and discovered that tibia, femur and patella were loose and did not bond with the cement. The cause of this is unknown. The surgeon revised all implants almost 2 months after primary.

Manufacturer narrative:
Batch review performed on 04 may 2022. Lot 2111925: (B)(4) items manufactured and released on 18-nov-2021. Expiration date: 2026-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional components involved: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 2112779: (B)(4) items manufactured and released on 15-dec-2021. Expiration date: 2026-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot 2105301: (B)(4) items manufactured and released on 09-june-2021. Expiration date: 2026-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.